Event description:
It was reported that a patient underwent a kyphoplasty at l3 and died during the procedure. It is unknown at what point during the procedure the patient expired. According to the report, the patient had a medical history of heart disease and a dnr (do not resuscitate) in place. The patient reportedly died of myocardial infarction and, according to the hospital risk management and surgical staff, the "death was not related to the kyphoplasty". No further information was reported.

Manufacturer narrative:
(B)(4). Although it is believed that none of the devices used in this case contributed to the reported event, we are filing this MDR for not ification purposes.